Event description:
It was reported that during a case, the patient's knee began to fill with fluid. After the case, the patient retained the fluid and was kept in recovery to monitor the fluid retention until it dispersed.